Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. Based on the past similar cases, we presumed that the fractured part was the probe tip. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, there are two possible causes for this event. The probe was cracked when the user activated output contacting with metal or something hard object, besides the probe was broken when the probe received a load. The tissue pad was worn since the user continued to activate output without grasping tissue (including after the tissue already cut). The grasping section and the probe came into contact since the tissue pad was worn, consequently the probe cracked, and besides the probe was broken when the probe received a load. The instruction manual of the device has already warned as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a hysterectomy, the subject device was used. The tip of the device broke off and fell into the patient. The fragment was lost in the digestive tract. The procedure was completed with another device. There was no patient injury reported except this event. No further information was reported. This is the report regarding the missing of the probe tip.